Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. There was no report of injury or medical intervention. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root causecannot be determined.